Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low blood glucose. The customer's blood glucose level was 28 mg/dl. Customer reported that sensor glucose value was 79 mg/dl. Customer reported that customer reported that one time sensor glucose value was 170 mg/dl, blood glucose is 242mg/dl. Customer reported that blood glucose 28 mg/dl is normal for him and that it could be due to him being a little more active. Customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.